Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the trocar did not retract. The hospital has reported no pt injury occurred.